Event description:
The clinician reports the implant was inserted 2022-01-11 in ada 25. Details of surgery: implant surface not completely covered with bone and immediate extraction site. On 2022-02-03, non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility, swelling, increased sensitivity and inflammation. No further patient complications were reported.